Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a capsule failed to detach. The capsule did not remove from the catheter. There was no harm caused to the patient and no intervention required. No repeat procedure was needed. There was nothing unusual about the patient or procedure that may have lead to this issue. An endoscopy was not done prior to the placement of capsule. The delivery system and capsule will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (street1, MFR city, region, postal code), evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and 1 bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.